Event description:
The patient was undergoing a coil embolization procedure in the left arteriovenous fistula (avf) using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil into the target vessel using the microcatheter, the hospital technician bent the pusher assembly of the ruby coil and, consequently, the ruby coil unintentionally detached. Therefore, the physician used a syringe to aspirate and remove the detached ruby coil. The same issue then occurred with the next ruby coil. Therefore, the physician removed the microcatheter containing the detached ruby coil and the coil was flushed out. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the second returned ruby coil confirmed that the embolization coil was detached, and the pusher assembly was kinked. Evaluation revealed a pusher assembly fracture near the kinked location. If the device is inadvertently mishandled at an extreme angle during advancement, damage such as a kink and a fracture on the pusher assembly may occur. The fractured pusher assembly likely contributed to the embolization coil detachment during the procedure. The detached embolization coil was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00152.